Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture and a decrease in r-wave amplitude when the device system was checked the day after implant. It was determined that the lead had dislodged. A lead revision procedure was performed, and this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.